Event description:
Boston scientific received information stating: lead dislodgement. The lead was repositioned. Dr. (B)(6) hospital (B)(6). Lead implant date (B)(6) 2012 lead repositioned on (B)(6) 2012 . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).